Manufacturer narrative:
(B)(4) - no consequences or impact to patient, tears, rips, holes in device, device material. Device evaluated by manufacturer. Lens not returned. (B)(4).

Event description:
The reporter indicated a 13.2mm micl 13.2 implantable collamer lens was torn while loading and it was unknown if there was any patient contact. This was for the left eye (os). Additional information has been requested but none has been forthcoming. If additional information becomes available, a supplemental medwatch will be submitted.

Manufacturer narrative:
(B)(4)